Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, d10, g4, g7, h3, h4, h6, h10. Conclusion summary: on january 15, 2019, it was reported that the unit had a damaged continuous feed roller (damage to cog). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on january 15, 2019 revealed that the hinge was stiff and there was a large amount of sidewall build up found. The shoulder bolts, washers, and nuts needed replaced. The bottom roller was worn on the inside surface at the gear end. The roller was also worn on the handle end. The side plates were worn on the inside surface. The pretest could not be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on january 19, 2019 which included replacement of the bearings, side plates, shoulder bolts cap nuts, washers, comb, carrier guide, set screws, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the roller was worn on the inside surface at the gear end as well as on the handle end. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the roller was worn on the inside surface at the gear end as well as on the handle end. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had damage continuous feed roller (damage to cog). The issue occurred before surgery. Subsequently this did not cause patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not caused an impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.